Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. No numbers scrolling during testing noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, missing address serial level and missing end cap sticker. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump fell into the toilet. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.